Event description:
Customer reported that pump battery would not charge and there were no power source alerts received. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite trying different wall adapters and charging cables without success, pump charging connection remained unstable. Customer decided to use a backup insulin pump while awaiting a replacement pump from technical support. Instructions were given on using a g7 sensor with the replacement pump and returning the problematic pump in storage mode within 10 days.